Manufacturer narrative:
The reporter's meter were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.7 inr): qc 1: 2.8 inr qc 2: 2.7 inr qc 3: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, (2.4inr) was observed on a different day and time.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable inr results for 1 patient from a coaguchek xs meter. The meter result was 2.4 inr. The result from the doctor's coaguchek xs meter with an unknown serial number was 1.1 inr. The patient¿s therapeutic range was not provided.